Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback. Facility staff was notified of the event and attributed the needle dislodging to problems with the patient's access. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
The patient's arterial needle came loose during a routine hemodialysis treatment. The operator was unable to reinsert the need or perform rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.